Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing of the device due to the pt's adverse anatomy.

Event description:
Male pt with hypertension had aaa preprocedure diagnosis of tortuosity of the proximal neck. In 2007, final angiogram revealed a proximal type I endoleak. A main body extension was placed. A confirmatory angiogram could not verify complete resolution of the endoleak. However, as there was a sign of material alleviation of the leak, in the expectation that embolization would contribute to sealing the proximal neck of the main body onto the vessel wall, resulting in resolution of the leak, the physician elected to observe the leak and see if it resolved over time. Angiography conducted prior to dehospitalization the next month, exhibited lingering endoleak, which had been slightly migrated whatsoever, and there was no sign of enlargement of the aneurysm. Therefore, the physician decided to rehospitalize the pt nine days later. (As of 6/27/07 no definite info on endoleak and dehospitalization).